Event description:
A report was received that alleged a pt received a 1st and 2nd degree burn on her left arm. The warming device was on the pt's upper body during surgery. The unit was set at 44 degree c. The unit did not give an alarm. The burns were noticed after 40 mins. The pt received salve for her burns and no further adverse sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.